Manufacturer narrative:
(B)(4) (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported upon opening the cup packaging, the locking ring was disassembled from the cup.. No further information has been made available at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection found the ring to be bent. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the right tha surgery, when unpack the product, the locking ring was found back out with the cup, then the surgeon put the locking ring back and implanted. After implanting the liner and stem, the trial femoral head was put in, but when taking out the trial femoral head, the liner was out together with the head. Then the surgeon tried to implant the liner into the cup again, but it couldn't be stabilized, finally the surgeon had to take out the cup and implant another cup(52mm) , and implant the liner again to complete the surgery. The surgery delayed for 30 minutes.